Event description:
During cardiopulmonary bypasss, the centrifugal pump flow sensor displayed either erratic flow values or no values. The sensor was replaced and the procedure was concluded without incident. There was no adverse consequence to the pt as a result of this event.